Manufacturer narrative:
D4: expiration date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was not confirmed. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot for an extended period and performed as intended throughout all testing; atypical events were unable to be reproduced. A log file was extracted from the console, and no atypical events or alarms were observed throughout the data. The system operated around the set speed as intended while in patient use. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console was giving an s3 alert. The motor was not exchanged and there were no further alarms with the motor and "new" console. The console had been continuously operating on the patient since the middle of may until the console was exchanged in late july/early august. It was reported that there were no specific activities occurring at the time of the s3 alarm occurrence(s).